Event description:
It was reported that the connector needle inserting into the cartridge was bent and the infusion set was assembled incorrectly outside of the ilet, resulting in improper deployment and elevated blood glucose. Symptoms included hyperglycemia. Outcomes included a need for user intervention and replacement supplies. Investigation included user interview, troubleshooting, and review of use procedures. Investigation of this case revealed user assembly error that led to an incorrect connection between the cartridge and connector, impairing insulin delivery; after corrective education and replacement of the connector and infusion set, glucose trended toward target. It was concluded that, based on previously established findings for similar reports, the cause of the event was due to user setup error rather than a device malfunction, and that retraining on the correct sequence¿rewind, insert cartridge into the ilet, then attach the connector adaptor and tubing¿resolved the issue.